Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver dilaudid [15 mg/ml] at 4.1 mg/day. The indication for use was unknown. It was reported that that the patient had a pump pocket revision due to pocket pain. The patient reported losing over 100 pounds. It was indicated that there were no environmental, external, or patient factors that may have led or contributed to the issue. The event date was reported as (B)(6) 2018. It was reported that a revision was performed as diagnostics/troubleshooting and as an action/intervention taken to resolve the issue. Surgical intervention occurred. At the time of the report the issue was resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ the patient¿s medical history and weight were asked but would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated. Additional information was received from a healthcare provider via a manufacturer's representative on (B)(6) 2018. It was reported that the patient lost a ton of weight because the pump was helping her pain, and because of this, her pump pocket needed to be revised. It was stated that the device was doing its job. It was clarified that the revision due to pocket pain was not due to a device issue. The provided information was confirmed with the physician/account. No further complications were reported or anticipated.